Event description:
Related manufacturer reference number: 3006705815-2022-16391; related manufacturer reference number: 3006705815-2022-16397; related manufacturer reference number: 3006705815-2022-16398; related manufacturer reference number: 3006705815-2022-16399; related manufacturer reference number: 1627487-2022-04694; related manufacturer reference number: 3006705815-2022-16426. It was reported that the patient experienced a burning sensation after undergoing an MRI. The patient has a thoracic and cervical system. Reportedly, the thoracic system would not go into MRI mode, hence the ipg was put into surgery mode. The cervical ipg was set into MRI mode, during which the patient experienced a painful shock. Additionally, the patient did not have good feelings in his arms but is able to move them appropriately. Patient was hospitalized to address the issue and has been discharged.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the burning sensation was at the cervical ipg site (sn (B)(6)). Reportedly, the MRI tech set the thoracic ipg (bvh209.1) into surgery mode in error instead of setting it to MRI mode. The reported issues have been resolved now.